Manufacturer narrative:
H3: product analysis of part# nav6550005, lot# ca19k070 visual and optical examination identified that the tip of the driver has been broken/sheared off. This is consistent with overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal product used in unknown spinal therapy. It was reported that the tip of the screwdriver was broken before the operation. There is no patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the event occurred prior to use.